Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b - adverse event or product problem, and patient codes and impact codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a concomitant procedure, a versacross connect for faradrive was selected for use. The physician went transseptal with faradrive and versacross connect. The transseptal puncture was performed and the sheath was advanced across the septum. No difficulty during the transseptal process. At that point, the physician performing the transesophageal echocardiogram (tee) noticed a large pericardial effusion building. A pericardiocentesis was performed and the procedure was aborted. The patient was moved to surgery. The physician typically uses ice for transseptal, but on this case, he relied on tee. The effusion may have been located posterior, but it wasn't confirmed. In the physician opinion, the location had more to do with the complication than the device being used. The patient died later that evening. The device is not expected to be returned for analysis (disposed). It was further reported that a cardiopulmonary resuscitation was performed. The official cause of death is asystole.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a concomitant procedure, a versacross connect for faradrive was selected for use. The physician went transseptal with faradrive and versacross connect. The transseptal puncture was performed and the sheath was advanced across the septum. No difficulty during the transseptal process. At that point, the physician performing the transesophageal echocardiogram (tee) noticed a large pericardial effusion building. A pericardiocentesis was performed and the procedure was aborted. The patient was moved to surgery. The physician typically uses ice for transseptal, but on this case, he relied on tee. The effusion may have been located posterior, but it wasn't confirmed. In the physician opinion, the location had more to do with the complication than the device being used. The patient died later that evening. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. The procedure was cancelled. During a concomitant procedure, a versacross connect for faradrive was selected for use. The physician went transseptal with faradrive and versacross connect. The transseptal puncture was performed and the sheath was advanced across the septum. No difficulty during the transseptal process. At that point, the physician performing the transesophageal echocardiogram (tee) noticed a large pericardial effusion building. A pericardiocentesis was performed and the procedure was aborted. The patient was moved to surgery. The physician typically uses ice for transseptal, but on this case, he relied on tee. The effusion may have been located posterior, but it wasn't confirmed. In the physician opinion, the location had more to do with the complication than the device being used. The patient died later that evening. The device is not expected to be returned for analysis (disposed). It was further reported that a cardiopulmonary resuscitation was performed. The official cause of death is asystole. It was further reported that the transseptal was thought to be more posterior than usual, but it was actually more anterior and inferior. The patient did not survive long enough to make it to surgery. It is unknown of any conditions that would have made the situation worse.